Manufacturer narrative:
On (B)(6) 2017, it was reported that the event occurred "last week". The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of a cleo® 90 infusion set "got pulled out" of the site, while the adhesive remained on. It was noted that the patient's blood glucose levels were 23.0mmol at the time of the event. The reporter stated that for the patient, anything over 10.0mmol is considered to be "high", and anything above 15.0mmol to be "really high". No permanent injury was reported.

Event description:
It was additionally reported that a new insulin site was inserted and an insulin bolus was administered to address the high blood glucose. The patient's insulin meter was used to determine the amount of insulin required to return to target blood glucose range.